Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to the medical intervention and not because the customer is concerned about the product malfunctioning meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 05-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer condition has improved as she is no longer experiencing diabetic symptoms. Customer states she is no longer concerned with the meter. Customer states she got a result of 32mg/dl and was feeling symptoms and call 911 (B)(6) 2021. Customer may have taken something to increase her glucose and when ambulance checked her glucose her result was 104mg/dl non-fasting. Customer was taken for observation and states nothing was done to her. No changes made. Customer states she has anxiety, high blood pressure, depression and a fracture arm. Customer states she wants a dexcom system as testing with finger is too much. Advised to speak with her doctor regarding this. Customer states her result was 99mg/dl fasting today. Customer has a follow up appointment with her doctor on (B)(6) 2021. Customer is using the same meter and is satisfied with the results. Customer is not alleging product defect.

Event description:
Consumer reported complaint for erratic blood glucose test results. At the time of the call the customer reported experiencing dizziness. Customer reported past medical attention stating that she had gone to the hospital the day prior due to her diabetes. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 06-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.